Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "suffered from severe chronic pain and the mesh implanted to repair his hernia defects were palpable and the patient had to undergo an additional surgery to remove the failed perfix plugs and to repair the hernia defect." The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device #1 implanted for repair of direct left inguinal hernia. An additional emdr was submitted to represent the bard device #2 implanted te repair the indirect left inguinal hernia. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for the repair of direct and indirect left inguinal hernias. A bard/davol perfix plug, reference number 0112780, lot number 43ard142 (device #1) was implanted to repair the indirect hernia defect and another bard/davol perfix plug, reference number 0112760, lot number 43hqd076 (device #2) was implanted to repair the direct hernia defect. On (B)(6) 2017: the patient was admitted to the hospital with chronic left inguinodynia. The patient suffered from severe chronic pain and the mesh implanted to repair his hernia defects were palpable and the patient had to undergo an additional surgery to remove the failed perfix plugs and to repair the hernia defect. As reported, "another mesh device was placed to repair the defect." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "suffered from severe chronic pain and the mesh implanted to repair his hernia defects were palpable and the patient had to undergo an additional surgery to remove the failed perfix plugs and to repair the hernia defect." The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years post implant of perfix plug, patient was diagnosed with scar tissue and abdominal pain thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for the repair of direct and indirect left inguinal hernias. A bard/davol perfix plug, reference number 0112780, lot number 43ard142 (device #1) was implanted to repair the indirect hernia defect and another bard/davol perfix plug, reference number 0112760, lot number 43hqd076 (device #2) was implanted to repair the direct hernia defect. (B)(6) 2017: the patient was admitted to the hospital with chronic left inguinodynia. The patient suffered from severe chronic pain and the mesh implanted to repair his hernia defects were palpable and the patient had to undergo an additional surgery to remove the failed perfix plugs and to repair the hernia defect. As reported, "another mesh device was placed to repair the defect." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plugs. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left indirect and direct inguinal hernias thereby underwent open repair with implant of perfix plugs (device #1 & #2). Per operative notes, ¿indirect sac was everted back through internal ring and an extra-large perfix plug (device #1) was secured in place with sutures. Direct hernia was squared at the base of transversalis fascia and a medium perfix plug (device #2) was secured into preperitoneal space using sutures. Onlay patch was trimmed, and tails secured with the insertion of conjoint tendon to the pubic tubercle, behind the cord and underneath the external oblique fascia.¿ (B)(6) 2017 - patient was diagnosed with chronic left inguinodynia with palpable mesh thereby underwent repair with explant of perfix plugs (device #1 & #2). Per operative notes, ¿scar tissue was dissected out, the onlay patch, perfix plug (device #2) placed for direct hernia and perfix plug (device #1) placed for indirect hernia were removed completely from the groin. A biological mesh was trimmed and sutured in the inguinal area.¿ attorney alleged that the patient had mesh shrinkage, nerve damage, pain, hernia recurrence, need for subsequent surgeries and fear of additional surgeries.